Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2022, implant date, as no event date was reported. Block h6: the following imdrf patient codes capture the reportable events of: e2330 - pain. E2006 - erosion. E0306 - sepsis. E1405 - dyspareunia. E2314 - fistula. The following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal. F1901 - additional surgery. F23 - unexpected medical intervention. F08 - hospitalization. F1001 - absence of procedure.

Event description:
It was reported that a polyform synthetic mesh was implanted to the patient on (B)(6) 2022. Following the implantation, the patient sustained severe, painful, and irreversible complications related to the mesh eroding into the bladder and vagina. A 1.3 cm calcified vesicovaginal fistula was first identified during cystoscopy on (B)(6) 2024. On (B)(6) 2024, a partial mesh excision was made but did not resolve the injury. A second surgery on (B)(6) 2025, removed a large mass of calcified mesh; however, the fistula persisted. On (B)(6) 2025, the patient experienced a life-threatening episode of urinary sepsis. A third surgery on (B)(6) 2025, attempted to repair the damage but was unsuccessful due to extensive tissue damage caused by the mesh. On (B)(6) 2025, the patient was hospitalized for five days following another episode of sepsis. The patient was subsequently referred to a specialist in urinary diversion surgery. The procedure was initially scheduled for (B)(6) 2025 but was postponed due to a four-day sepsis episode. On (B)(6) 2025, urinary diversion surgery was performed, involving removal of the bladder and urethra and creation of an indiana pouch. This procedure utilized a segment of the colon to form a continent urinary reservoir, which must be drained via urostomy catheter every four to six hours for the remainder of the patient's life. As a result of these complications, the patient has endured significant pain and suffering, has lost her employment, and has been unable to engage in sexual intercourse for over one year.

Manufacturer narrative:
Block h11: correction to block h6: patient codes. Block b3 date of event: date of event was approximated to (B)(6), 2022, implant date, as no event date was reported. Block h6: the following imdrf patient codes capture the reportable events of: e2330 - pain e2006 - erosion e0306 - sepsis e1405 - dyspareunia e2314 - fistula e1310 - urinary tract infection. The following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal f1901 - additional surgery f23 - unexpected medical intervention f08 - hospitalization. F1001 - absence of procedure.

Event description:
It was reported that a polyform synthetic mesh was implanted to the patient on march 23, 2022. Following the implantation, the patient sustained severe, painful, and irreversible complications mesh erosion into the bladder and vagina. A 1.3 cm calcified vesicovaginal fistula was first identified during cystoscopy on(B)(6) 2024. On (B)(6) 2024, a partial mesh excision was made but did not resolve the injury. A second surgery on (B)(6) 2025, removed a large mass of calcified mesh; however, the fistula persisted. On (B)(6) 2025, the patient experienced a life-threatening episode of urinary sepsis. A third surgery on (B)(6) 2025, attempted to repair the damage but was unsuccessful due to extensive tissue damage caused by the mesh. On (B)(6) 2025, the patient was hospitalized for five days following another episode of sepsis. The patient was subsequently referred to a specialist in urinary diversion surgery. The procedure was initially scheduled for (B)(6), 2025, but was postponed due to a four-day sepsis episode. On (B)(6), 2025, urinary diversion surgery was performed, involving removal of the bladder and urethra and creation of an indiana pouch. This procedure utilized a segment of the colon to form a continent urinary reservoir, which must be drained via urostomy catheter every four to six hours for the remainder of the patient's life. As a result of these complications, the patient has endured significant pain and suffering, has lost her employment, and has been unable to engage in sexual intercourse for over one year.